Manufacturer narrative:
Investigation into the reported event showed that the previously described issue is a non-conformity that is relevant only with software version (B)(4). A future software version, (B)(4), is planned as the solution for the reported issue.

Manufacturer narrative:
Siemens' investigation into the reported issue is on-going and a supplemental report will be submitted upon completion.

Event description:
It was reported that siemens conducted an internal investigation and a non-conformity was found with 4.3.1_mr2 and aria as ois when the plan contains multiple iso centers and the initial setup beam is defined. The issue is shown in the following examples: example one would be if the starting point is (10, 10, 10), the initial setup beam is (5, 5, 5) and beam1 is set at (iso1), beam2 is set at (iso2), then the delta between iso2 and iso1 is (2,2,2). Example two would be in normal sequence the starting point is (10, 10, 10), after initial setup beam (15,15,15), beam1 is treated on (15,15,15) and beam2 is treated on (17,17,17). Example three would be in late resumption if the interruption happened after beam1 is completed, starting point is (10, 10, 10), after initial setup beam (15,15,15), beam2 is treated on (12,12,12) because the initial movement of (5,5,5) is ignored. However, if cone beam CT (cbct) is always performed for the first iso center, then the software works correctly.